Event description:
It was reported that while the patient was being ventilated, the oxygen sensor error message occurred. Reportedly, the ventilator was temporarily operated in "fio2 disabled" mode. The patient was manually ventilated during transfer to a second ventilator. No adverse patient effects were reported.

Manufacturer narrative:
Although requested, no additional patient information was provided.